Event description:
Upon removing the reperfusion catheter 032 from its dispensing hoop during preparation for a case, a slight kink was observed approximately 7 cm from the distal tip. A new catheter was removed from inventory and the procedure continued without incident.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.